Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the hcp was calling from the emergency room (ER) and stated the patient had a dose increase yesterday and came in today obtunded. The hcp did not know the current dosing or how much pump was increased yesterday. The hcp stated he would like to turn the pump off temporarily and confirmed he didn't have access to a pump programmer. Additional information received from a manufacturer representative (rep) indicated that they were called to the intensive care unit (ICU) because the patient was having symptoms of intrathecal baclofen (itb) overdose. The rep stated the patient was recently implanted with a new pump and catheter and had a dose change on (B)(6) 2024 from 100mcg/day to 125 mcg/day. The rep stated yesterday the family felt he was not doing well and he ended up in the emergency room . The rep states he was asked to come and assist the hospitalist to decrease the dose to 50mcg/day. The rep stated he noticed when he interrogated the pump that the concentration of the drug was 125mcg/ml and that alerted him based on common practice of the use of 500mcg/ml at new implants. The rep stated he spoke to the hospitalist and they were attempting to contact the managing/implanter about the programming and drug. Additional information received from a health care provider via a manufacturer representative indicated that the rep could not know if there was a device issue with the managing physician who titrated the dose since s/he was in a different district. When the rep interrogated, they saw that the concentration of baclofen was not one of the two most common - 500 mcg/ml or 2000 mcg/ml. The concentration was listed as 125.0 mcg/l, which matched the infusion dose - 124.89 mcg/day. That led the rep to believe there was a human error when the patient had his dose increased. When asked what clinician programmer was used, the rep indicated that they did not know what device was used to increase the dose because the patient was being managed by a physician outside of their own district. The rep that was associated with the patient's implant was provided. The rep indicated that when they interrogated the patient with their own tablet, the software version was 2.0.1460, but this was only used to reduce the patient's pump to minimum rate so he could be managed orally. The rep could not speak to the software version or clinician programmer that was used by the patient's managing physician. It was further reported that the patient's family stated that the patient had not needed a refill yet, so this was the same drug that had been filled on the day of his implant in (B)(6) 2023. The rep asked the team at the health care facility to reach out to the patient's managing facility to see if their pharmacy could confirm the concentration sent to the or, or to speak to the managing physician's office to see if their pump reports showed that the concentration had been mistakenly changed. The rep indicated that if the concentration was actually 500 mcg/ml, the real dose that the patient would have been receiving would have been 500 mcg/day, which was 4x the intended dose. The rep indicated that this would not have been a defect or error with the pump, rather it seemed human error. The direct cause of the patient's overdose had not been confirmed. The rep indicated that their responses indicated their best efforts to piece together what could have been the most likely cause. Actions/interventions taken included the patient's infusion reduced to 0.78 mcg/day by the team at the health care facility so he could be managed orally on (B)(6) 2024 . The patient's overdose symptoms resolved. The rep spoke with the patient on the phone on (B)(6) 2024 and said that he was now being followed by a physician closer to his home. The patient's weight at the time of the event was asked but was unknown.

Manufacturer narrative:
Continuation of d10: product ID a810 : product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.